Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) was confirmed due to the monitor's electrode belt receptacle being broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged receptacle was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.